Event description:
During a scheduled flush of the device, the pt reported pain. Swelling of the area was noted and reported by the nursing staff. An angiogram reportedly showed catheter to be leaking but not broken.